Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperitoneum leaked from the device. The surgeon used another seal to complete the procedure. No pt injury was reported.